Manufacturer narrative:
(B)(4). Device has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete. See scanned pages.

Event description:
The pt experienced a return of symptoms/increased spasticity. The pump was interrogated and found to be stalled. The logs indicated a motor stall at 9:51 with no recovery; it was unclear if the date(B)(6) 2011 or (B)(6) 2011. The pump was set to minimum rate. The pump was replaced. The pt recovered from the symptoms with orals and IV anti spasticity meds. The device system was used to deliver lioresal